Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. Two cases received at the same time from the same end customer. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. 10 unopened race-packs out of the 30 received have been used to analyze the needle properties. The needles of the samples received have been tested for bending strength and the results fulfill product specifications: 7.87 nxcm and the minimum bending strength for this needle is > 7.20 nxcm. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with monosyn suture. The client reported that during a laparoscopy for tubal sterilisation, monosyn lost the tip of the needle forcing the intern to search for the needle tip. There was no consequence for the patient. End of the needle found after looking for it for about 45 seconds. Additional data has not been provided.